Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high short interval counts (sic) and myopotentials on the right ventricular (rv) lead. Noise was not able to be reproduced with isometrics or pocket manipulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.